Event description:
A malfunction on the pump was reported by the caller, who noted multiple instances of the same issue. There was no adverse impact to the customer's blood glucose level. The pump was replaced to resolve the issue, and the customer reverted to an alternate method of insulin therapy.